Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. High power is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that the patient on bivad support was noted to have power and flow on rvad trending up since (B)(6) 2016. Flows on (B)(6) 2016 >10l, power 4.3 at 2400 rpm's. The patient's ldh up to 700, urine dark brown, creatinine rising and the patient now requiring continuous arteriovenous hemodialysis (cvvh). The patient is exhibiting a septic picture with rising leukocytosis and fever as well. Log files sent and analyzed by clinical engineer, power and flow higher than normal for rpm. Site considering anticoagulation treatment options. Will update when additional information is received. No culture report was available. No source for the sepsis found. The patient was on maximum pressor support for sepsis and vasodilation. Support was withdrawn on (B)(6). No treatment for high power provided by site. The patient expired. No, autopsy not performed and pumps remain implanted.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Review of controller log files confirmed the reported increase in power and flow trends by revealing a rise in power consumption, thus confirming the reported "high power" event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The cause of the death was not provided, however, possible contributing factors were likely the sepsis and unstable hemodynamics. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.